Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: short circuit in the motor cable - motor cable replaced; defective o-rings replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test acc. To iec 60601-1 completed; functional test acc. To test procedure completed; safety test checklist enclosed. When a short circuit occurs in the motor cable it has the potential to affect operation of the device, therefore is a potential root cause for the reported failure. However, we cannot discern a definitive root cause for the reported failure given the information provided. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the motor on the micro tornado hp w handcontrol device did not work during post-surgery. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable. It was reported that there were no delays and an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).